Event description:
It was reported that just after cardioversion there was a few lost captured beats in the right atrium. It was noted that once the device was interrogated that the thresholds for the lead were the same as prior to the cardioversion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.